Manufacturer narrative:
The final analysis from the manufacturer is pending. Device was not returned.

Event description:
This patient's device was removed on (B)(6) 2013 due to infection. Another reply dr was implanted.

Manufacturer narrative:
The final analysis from the manufacturer is pending. Method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Event description:
This patient's device was removed on (B)(6) 2013 due to infection. Another reply dr was implanted